Manufacturer narrative:
Date of event is estimated. During processing of this complaint, complete patient and event information could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation. As a result, the ipg was explanted and replaced. The date of explant is not known.